Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27451. It was reported that the patient presented with significant noise on both right atrial and right ventricular leads. Low right atrial bipolar lead impedance was also noted. The patient is dependent but the physician reports no impact on the patient health status. Lead replacement was discussed. The patient was stable.

Event description:
New information states that the right ventricular lead exhibited low impedance. The leads were explanted and replaced. The patient was stable.